Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during dwell cycle 2 of 4 of peritoneal dialysis (pd) therapy. The patient indicated a loose bag connection. The patient was to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The customer indicated a loose bag connection. However, the cause of the loose bag connection could not be determined as device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted